Event description:
A physician reported that during surgery, they noticed that an incident occurred with the company when picking up the iol, which was usually picked up at the junction of the iol with the iol leg, the leg remained in the mount while the lens was lifted with tweezers. Iol was not implanted, the patient was left without an iol (aphakia). The ophthalmologist requested replacement of the suspected iol as soon as possible. Additional information has been requested and received stating that operation performed with a replacement lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The sample has not returned. Multiple follow up attempts were made for additional information. No further information has been provided. If the sample becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).